Event description:
It was reported that the pt's implantable neurostimulator was turned off while shopping at a store. The pt experienced "acute pain" in the abdomen around a second implantable device. It was not clear with what device the pain was associated, as there were no issues reported with this second device. The pt turned the neurostimulator back on and felt better immediately. Add'l info was requested, but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).